Manufacturer narrative:
Submission date: 30sep2021.

Event description:
The customer called into technical support (ts) reporting that the battery for v60 ventilator not charging. Requesting to order new battery. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The issue was discovered during pre-use set up, outside the room, and no medical intervention was provided, nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem.the customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service.